Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the display of the infusion device is defective. The patient reported the issue has gotten worse, and now almost the whole display is affected in a way where misinterpretation is possible. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The display window is scratched due to a mechanical impact. Therefore, the display is no longer fully readable in the area where therapy-relevant information is visible. The insulin pump should not be exposed to high mechanical forces.